Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter is "crashed in time of work." The client works with vistron CT injection system and the parameters are with flow rate 10cc/sec. The specification of that catheters are with max flow rate 12cc/sec. On (B)(6) 2012 - f/u info states the procedure was being performed on a (B)(6) male pt, in angiography. The pt has a medical history of tetralogy of fallot. The catheter ruptured during the infusion of the contrast. As a result, the catheter was exchanged successfully for the pt. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. The pt outcome was a positive result. On (B)(6) 2012 - f/u info states the catheter body ruptured. The clinician was using the contrast media "visiague" and the pressure which they used was 500 psi. The contrast is with high viscosity.